Event description:
It was reported that during advancement of the xience v 2.75 x 23 mm stent, resistance was encountered with the non-abbott guiding catheter and the proximal shaft of the stent delivery system (sds) separated. The device was retracted and another xience v stent of the same size passed smoothly and was deployed successfully. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.